Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon tear occurred. The target lesion was located in the left anterior descending artery (lad). The physician advanced a 2.0x15mm nc quantum maverick balloon to the lesion; however, the device was unable to cross the lesion. A 1.5x15mm apex monorail balloon catheter was then advanced to the lesion. The physician was able to advance the device to the lesion; however, once the balloon was in the lesion it was noted that the balloon had ripped and was unable to inflate. The device was removed from the patient and the procedure was ended. No patient complications were reported with the patient's current condition listed as 'okay'. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)